Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the (B)(4) materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years post filter deployment, computed tomography (CT) revealed infra renal inferior vena cava filter in ivc at level of l3, similar in position compared to computed tomography (CT) performed on three years earlier. The struts were perforating the inferior vena cava. The patient experienced occasional sharp pain in right upper quadrant. Eventually two years later, computed tomography (CT) were compared with previous taken computed tomography (CT), it revealed single infra renal inferior vena cava filter at the level of the l3 vertebral body with strut perforations, grossly unchanged from the prior exam. Therefore, the investigation is confirmed for the perforation of the ivc. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Medical device - expiry date: 01/2013.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter struts perforated the ivc with impingement on the l3-4 disc, right iliopsoas and one strut is positioned in close proximity to the right ureter. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.